Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the unit was not turning the blade consistently. The unit was replaced and the case was successfully completed with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.